Event description:
Left forearm loop graft was being cannulated on the arterial side of the access. After the needle was cannulated and taped, the staff member noticed blood leaking from between the wing protector and the stopper. There was a small constant stream of blood. Needle was pulled and kept for observation.